Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer felt his insulin pump was not delivering insulin. The customer's blood glucose level was 354 mg/dl. The customer previously received a no delivery alarm from his insulin pump and was able to resolve the issue with an infusion set change. Standard troubleshooting was performed. The insulin pump's time was off by 5 minutes. The product has been returned. Nothing further was reported.